Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted an "error 7" message. Complainant indicated that there was no pt involvement in the reported malfucntion.